Event description:
The caller reported that the t:slim x2 pump battery would not charge despite various attempts with different chargers and cables. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump and advised the customer to use multiple daily injections as a backup therapy. The customer was instructed to allow the pump¿s battery to fully deplete before returning it to tandem, and a replacement pump was shipped with the necessary instructions.